Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the ip address, netmask and gateway settings were changed to resolve the reported. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system was unable to retrieve exams from electronic picture archiving and communication systems (pacs). It was reported that the issue occurred following anesthesia being administered and an incision had been made. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of half an hour due to this issue. There was no impact on patient outcome. No additional information was provided.